Event description:
Clear plastic 90 degree adapter for disposable suction unit was defective- occluded shut preventing suction through the suction device.the patients outcome is unknown. The tubing was occluded. The tubing elbow was replaced and it worked. It is purchased as a kit. Manufacturer response (as per reporter) for suction elbow tube, suction canistervendor rep has issued our purchasing a new lot of the suction liners with elbow. I have inspected this shipment.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. It was also learned that this was not a same day, explant at implant event. Per the operative report provided, the patient had the device implanted three months prior; however, the exact implant date could not be confirmed by the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.